Event description:
Additional information received from the hcp reported that the patient experienced recurrent skin breakdown on the head. The hcp classified the event as a non-serious injury / illness. The device was explanted in (B)(6) 2011. It was noted that there were no abnormal impedances.

Event description:
It was reported that the patient had issues with healing approximately one year ago, and then had the entire implantable neurostimulator (ins) device system explanted approximately six months ago due to improper healing. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3389s-40, lot #v323744, implanted: 2009 (B)(6), explanted: unk. Extension: model 7482a40, serial #(B)(4), implanted: 2009 (B)(6), explanted: unk.